Event description:
Customer complaint - limited data available. Didn't work well I bought this to monitor gestational diabetes - the first week it seemed to work okay, but after that the numbers largely varied and I ended up testing at least twice to see what the average range was. I would get numbers from 115 - 238 in one test, which is alarming and very drastic. I followed the steps accurately and youtube'd videos to confirm how I was using it. Unfortunately, I would not recommend this brand.

Event description:
Customer complaint: limited data available . - customer stated that they were getting innacurate readings from the device despite setting the device up correctly.